Event description:
It was reported that a continu-flo primary administration set experienced a no flow. This malfunction was observed to have occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. Visual inspection identified that the check valve was inverted. Gravity testing found that the liquid did not flow through the tubing, confirming the reported condition. The cause was determined to be incorrect assembly due to operator error. In order to address this issue, training has been performed for personnel and an update to the manufacturing process has been performed. Should additional relevant information become available, a supplemental report will be submitted.